Event description:
Bd insyte autoguard bc 18ga x 1.16 in IV (lot 5171710) needle not retracting at all. We have had several similar incidents with this product with various lots. All submitted to bd product complaints as well. Two resulted in needlesticks. Reference report# mw5178095.

Manufacturer narrative:
Needlestick reports captured in this complaint. The customer provides no further information. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5171710 and for unsure lot number 5174502. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.